Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl after a no delivery alarm. The patient treated via manual insulin injection. During troubleshooting the insulin pump was able to prime without incident. The device passed the displacement test. The customer was advised to change the infusion set and reservoir. The reservoir was not returned for analysis.